Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (500mcg/ml at 100mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient's  pump was flipping freely in the pocket. The managing clinic had titrated down the dosing to minimum rate in preparation for revision as it was uncertain if the catheter was compromised. A factor that may have led or contributed to the issue was that the patient has very ¿loose¿ adipose tissue surrounding the pocket prior to revision. During the revision, the rep noted that the pump appeared to flip between pre-operation area and operating room as the pump was interrogated in pre-operation but could not be re-interrogated once in operating room. The catheter was cut proximal to anchors at the spine and revised with a 8784 kit. The catheter was tunneled to the new pocket near the patient's ribs to mitigate risk of pump flipping in the future. During the revision, the catheter was cut distal to existing pump segment and no csf (cerebrospinal fluid) flow was noted. This observation led to the surgeon opening the spinal incision and cutting the catheter proximal to anchors where csf flow was noted. The issue was resolved at the time of report. The patient's medical history included multiple sclerosis. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 . Other relevant device(s) are: product ID: 8780, serial/lot #: hg5ej6b13, ubd: 22-jun-2023, UDI#: (B)(4).

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body; has significant twisting that may have affected infusion, kink observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.